Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm hp experienced difficult operation or would not work/function. The following information was provided by the initial reporter: material no:320550, batch no: 0140218. Consumer reported (B)(6) 2021 found 3 pen needles that would not attach onto the pen. Date: (B)(6) 2020.

Event description:
It was reported that 3 pen ndl 32g 4mm hp experienced difficult operation or would not work/function. The following information was provided by the initial reporter: material no:320550, batch no: 0140218. Consumer reported 01/07/2021 found 3 pen needles that would not attach onto the pen. Date: 01/07/2020.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.